Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via facebook post that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2021. The blood glucose value at the time of event was unknown mg/dl. Customer was treated with intravenous insulin infusion in the hospital. The customer experienced symptoms such as vomiting and feeling sick. Customer declined to troubleshoot. The customer stated auto mode feature was not active at the time of event. Customer stated the sensor was not working. The insulin pump will not be returned for analysis.